Manufacturer narrative:
Rpn: ult8.5-38-25-p-5s-cldm-tong-050399. This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that when the patient moved to the bed, the tube became disconnected. The device was exchanged a new drain. No additional information is available.